Manufacturer narrative:
It was reported that as the controller error alarm occurred, the position waveform was not displayed, but the motor waveform was. As such, the code of device sensing problem (a0709) was added and h 6. Medical device problem code has been updated. Correction to h 6. Health effect - impact code: the code of device revision or replacement (f1905) has been added.

Manufacturer narrative:
Device received, inv in progress: the impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. A controller error alarm occurred during the nighttime hours. The patient's hemodynamics were normal, and the alert was resolved within approximately two minutes. When the alert occurred, the position waveform was not displayed, but the motor waveform was. The alarm subsequently resolved naturally, and since it was nighttime and there were few staff members, the person in charge was contacted in the morning. Aic replacement will be carried out today. *dr. Comment below added by abj-gvp controller error alarm occurred. Additional information (2025, nov, 12), problematic aic serial number: (B)(6), replaced aic serial number: (B)(6).

Manufacturer narrative:
The root cause of the controller error and the loss of placement signal is due to an optical bench communication protocol anomaly, resulting in misalignment of data communication packets.